Event description:
During the procedure, the balloon withdrew with difficulty when it passed through the lesion at lcx. The surgeon tried many ways to withdraw it. No adverse event on the patient. The balloon was complete and there was no injury on the vessel. The stent was a non-cordis product. The sample will be returned for investigation.

Manufacturer narrative:
Additional information was provided: the lesion characteristics were unknown. There was no difficulty removing the product from the hoop or removing the balloon cover and stylet. There were no kinks or damages noted to the product. The device was prepped normally. There was no resistance/friction or difficulty experienced as the device was inserted into the patient and advanced across the lesion. The balloon inflated and deflated normally. The balloon was completely deflated and re-wrapped properly before attempting to withdraw the device. The catheter was not ever in an acute bend and did not kink during use. The withdrawal difficulty occurred from the vessel, in which a non-cordis stent was implanted. It was not reported if the balloon seemed to stick to the stent. An additional intervention was not performed to remove the pta catheter from the patient. There was no resistance/friction experienced with other devices during removal. The product was removed intact and another balloon catheter was not used to complete the procedure. (B)(6). However, the engineering report is not yet available and will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for analysis, however, the device has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. (B)(4).

Manufacturer narrative:
Complaint conclusion: during a coronary procedure, the balloon withdrew with difficulty from the vessel when it passed through the lesion at left coronary artery which contained a non-cordis stent. The surgeon ¿tried many ways to withdraw it¿. There was no adverse event to the patient. The product was removed intact with no injury to the vessel. Vessel characteristics are unknown. There was no difficulty removing the product from the hoop or removing the balloon cover and stylet. There were no kinks or damages noted to the product. The device was prepped normally. There was no resistance/friction or difficulty experienced as the device was inserted into the patient and advanced across the lesion. The balloon inflated and deflated normally. The balloon was completely deflated and re-wrapped properly before attempting to withdraw the device. The catheter was not ever in an acute bend and did not kink during use. The withdrawal difficulty occurred from the vessel, in which a non-cordis stent was implanted. It was not reported if the balloon seemed to stick to the stent. An additional intervention was not performed to remove the pta catheter from the patient. There was no resistance/friction experienced with other devices during removal. The product was removed intact and another balloon catheter was not used to complete the procedure. The device was returned for analysis. One non sterile sakura dura star, 3.25 x 10 was received coiled inside a plastic bag. The balloon was already inflated. Residues of inflation medium were observed in the inflation lumen. No other damages were found. The device was inserted / withdrawn through guiding catheter 5f (laboratory sample) and not resistance was felt. The balloon was inflated/deflated without any problem. Outer diameter of the was measured and found within specification. Review of lot 15915831 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿ptca system - withdrawal difficulty-from vessel¿ could not be confirmed as the exact conditions within the vessel could not be reproduced and the analysis of the returned product noted that the device was within specification. The exact cause could not be determined. Based on the information available for review, procedural factors (withdrawal through an implanted stent) may have contributed to the reported difficulty. It is unknown if anatomical factors contributed as the vessel characteristics are unknown at this time. Neither the DHR review nor the analysis suggests that the difficulty experienced by the customer could be related to the design or manufacturing process of the device; therefore, no actions were taken.